Event description:
An email was received regarding smallbore trifuse ext set generated a break during patient use. It was reported that lipids had been stopped but left in line on the peripherally inserted central catheter (PICC). Restarted lipids at 1300, and when changed out the tubing, the clave on the trifuse broke off. The line with the lipids had been clamped, so no air went into the line. There was no patient harm.

Manufacturer narrative:
A photo was provided showing the packaging. Received one (1) used mc330027 smallbore trifuse ext set w/3 microclave for inspection. One (1) microclave was observed to be separated from the tubing. The bond area was examined under uv light. The solvent coverage was spotty. The tubing and bond pocket were measured and found to meet dimensional specifications. Bond integrity testing was done on the two (2) intact bonds. The bonds met functional requirements. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.